Manufacturer narrative:
Eval of the device revealed that the failure was caused by the action of an internal fuse, which tripped to protect the integrated circuit board from electric surges.

Event description:
The device failed to recognize leads.